Manufacturer narrative:
(B)(4).

Event description:
It was reported that during routine generator change out, externalized conductors were noted under the fluoroscopy. The lead was capped and replaced. The patient was stable.